Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a posterior cervical fusion at c2-4. It was reported that the lock screw hex sheared off during tightening. The screw was removed and replaced as was the bone screw and rod. No patient complications were reported.